Event description:
It was reported that patients ipg was sitting on the patients pelvic bone. Surgical intervention took place on (B)(6) 2023, where the ipg site was moved. Issue resolved.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.